Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v779498, implanted: (B)(6) 2011 product type: lead. (B)(4).

Event description:
The consumer reported a loss of symptom relief and stopped getting symptom relief in (B)(6) 2015. A poor communication screen was shown on the programmer. The indications for use included gastrointestinal/pelvic floor and urinary dysfunction. Additional information received from the consumer reported seeing their healthcare provider (hcp) and they are having a new battery put in.